Event description:
It was reported that the customer had a beep anomaly on the insulin pump. Customer stated that the pump was beeping twice as much as it used to. Customer stated that buttons were not pressed or accidentally pressed. Customer was advised to monitor the pump and call if the issue recurs. Customer has also had highs and lows since her blood glucose level was changing. Customer reported that the highs and lows were due to a surgery she had. Customer declined to monitor the pump. Customer will call back if she needs assistance. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.